Event description:
Left ureter was punctured by the guidewire while md was inserting it. When md inserted the open tip catheter it went through the punctured ureter and when he tried to pull it out a segment of the open tip catheter was left inside. Second md had to remove laparoscopically under general anesthesia. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do.